Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge did not fit onto the pump. A replacement pump was sent to customer to resolve the issue. Customer¿s blood glucose level was 148 mg/dl.